Event description:
It was reported that a patient experienced a perforation and pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation a farawave catheter was selected for use. During the procedure, the physician struggled with getting into the right inferior pulmonary vein (ripv), and the 301 error was displayed multiple times so the catheter had to be repositioned multiple times. 3 hours after the procedure it was found on intracardiac echocardiography (ice) that the patient had a pericardial effusion, and a cardiothoracic surgery was performed to treat the issue. During the surgery, it was found a perforation on the ripv that was treated at the time. The patient was sent to the intensive care unit (ICU) for further observation and was discharged successfully.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.